Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s sensor glucose reading from the reported event was 40 mg/dl while their blood glucose reading was 70 mg/dl. Troubleshooting was performed. The customer¿s current blood glucose level was 88 mg/dl. The customer stated that insulin delivery was suspended due to a low sensor glucose of 62 mg/dl. The suspend on low limit in the sensor setting was 65 mg/dl. The product will not be returned for analysis.

Manufacturer narrative:
Inspected one opened and used partial sensor. We performed continuity resistance test and sensor failed per specifications. Also, we found a bent cannula. We were unable to confirm if customer received sensor in said condition due to customer returning it opened and used. We were unable to confirm insertion or needle anomaly due to customer not returning insertion needle; only sensor.